Event description:
While attempting to remove check point in acetabulum, the check point migrated further into bone. Fluoroscopy was utilized and the check point identified to have migrated further in the bone at the posterior column. Further extraction attempts were unsuccessful.